Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported signal not found issue. Customer changed sensor and received another lost sensor alarm. Completed troubleshooting. Customer also reported high blood glucose of 439 mg/dl and treated with manual injection. Customer stated that he took cortisone shot which makes his blood glucose go up higher and treated with insulin pump and manual injection. Customer declined high blood glucose troubleshooting. Sensor is being replaced and return.